Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, deformation was noted on the front panel and its chassis, the top cover and the rear panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite ii video system center had connector issues, an adapter was stuck in the port where the scopes went into and the user was unable to get it out. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the video connectors broken or cannot be connected, could not be determined. Olympus will continue to monitor field performance for this device.